Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for spinal pain. Caller reported MRI is for patient's lower back. Is the procedure due to a problem with the medtronic device or therapy, caller states unknown and indicated maybe. If MRI or other medical procedure, reviewed with caller that since pp showed a full-body eligible device caller can follow the MRI guideline for full body. It was reviewed coil to be used, and scan time limit. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.